Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. The patient was hospitalized for the event and received unspecified treatment (dose, route, frequency and duration were not reported) for peritonitis. Five days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow up.